Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  It was observed that the external usb data cable connected to the device was causing the device to shut down.  After removal of this cable, proper device operation was observed through functional and performance testing.  The device has been returned to the customer for use.

Event description:
The customer reported that their device was repeatedly powering itself off.  There was no additional information provided to physio-control.  There was no report of any patient use associated with the reported issue.